Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. It was also noted that ion levels were slightly elevated.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 2/16/2016: litigation received. Litigation alleges pain, discomfort, inflammation, and elevated metal ions. There is no new information that would change the existing investigation. This complaint was updated on: 2/19/2016.

Manufacturer narrative:
Patient was revised to address pain. It was also noted that ion levels were slightly elevated. Doi: (B)(6) 2006 - dor: (B)(6) 2015 (right hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed at this time .

Event description:
Update 5/6/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, suffering, additional surgeries and physical therapy, decreased range of motion and mobility, increased risk for dislocation/ revision surgeries,/ adverse long-term health risks, and metal toxicity. Medical records reported hip "grinds" when she walks, shooting pain in groin and leg, and uses a cane for ambulation. Revision surgical report diagnosis was metal wear and small effusion. Pathology report noted the femoral head with several abrasions on the articular surface. Doctor's visit note reported that the cobalt and chromium levels were at the high end of normal. There is no new information that would change the existing investigation. The complaint was updated on: may 27, 2016.